Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during surgery. The gripper issue with an intralase patient interface (pi) occurred after laser fired and after the patient was applanated. It was noted that one (1) procedure was lost and the surgery was completed successfully with the same pi. There was no patient injury reported nor surgical intervention required.